Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was defective. Additional information was received from the scrub technician who reported that upon insertion of the lens into the eye, the haptic broke off into the eye. The case was extended by twenty minutes while the surgeon retrieved the broken haptic and lens. There was no patient harm reported.